Manufacturer narrative:
(B)(4); no consequences or impact to patient; high test results an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer stated falsely elevated results were generated on the architect stat troponin-I assay. A result of 0.04 ng/ml was generated and reported. A new sample was obtained, yielding a result below the customer's cut-off of <0.02 ng/ml. There was no report of impact to patient management.

Manufacturer narrative:
A review of complaints did not identify any adverse trends. However, non-statistical trends were identified related to discrepant patient results and atypical complaint activity was identified during the lot search for likely cause lot 74264un11. To further evaluate the performance of lot 74264un11, accuracy testing was performed using control and panel samples and results met acceptance criteria. A review of labeling was performed and contains information to further aide the customer regarding the complaint issue. Based on the results of this investigation, architect stat troponin-I reagent lot 74264un11 is performing as intended and no additional product issues were identified.

Manufacturer narrative:
Abbott has confirmed that architect stat troponin-I list number 2k41-28 lot 74264un11 is demonstrating a shift in expected results in some cases. This effect can vary from kit to kit. The issue is specific to lot 74264un11 of 2k41-28 and this list number is not distributed in the us. A product deficiency was identified and the specific root cause is being investigated. Initial indications suggested that the issue is caused by depressed (rlu) values. A shift down in patient/control concentration results (falsely depressed) could be observed when a non-depressed rlu reagent kit is used to calibrate and a patient/control sample is tested using a depressed rlu reagent kit. An elevated shift up in patient/control concentration results (falsely elevated) could be observed if a depressed rlu reagent kit is used to calibrate and a patient/control sample is tested using a non-depressed rlu reagent kit. All levels of abbott controls will detect the shift. If controls are out of range, performing a recalibration will restore the controls in range and accurate results would be generated. As described in the architect stat troponin-I package insert, it is recommended that each control level be tested once every 24 hours each day of use.